Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 seal/cut wire in hemopro jaws was loose/ not together. Only part of wire was bent. The wire was still partially connected to hemopro. Wire was not detached. This was noticed prior to use. No patient was involved. No patient was harmed. Procedure was completed with another device.

Manufacturer narrative:
Trackwise ID # (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 seal/cut wire in hemopro jaws was loose/not together. The wire was still partially connected to hemopro. This was noticed prior to use. No patient was involved. No patient was harmed. Procedure was completed with another device.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, e3, g4, g7, h2, h6, h10. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.